Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation was unable to confirm or reproduce a failed downstream occlusion test. Downstream occlusion testing was performed per the spectrum preventive maintenance procedure with the unit passing. Furthermore, when the device was received by baxter for evaluation, the downstream pressure setting was set to high (spec = 19+/- 9psi).

Event description:
It was reported that a pump failed the downstream occlusion preventive maintenance testing. The customer stated that the pump was set to the medium pressure setting (13 +/- 6psi) and the pump did not alarm until 29psi. It was also reported that there was no patient involvement.